Event description:
Spontaneous - per (B)(6) (ma), she stated that one of the orthovisc syringes that were received was leaking medication as the physician was administering the injection; therefore, md needed to use another syringe to complete the injection. No missed dose or adverse event reported; unknown if defective product is available for return; md aware. No further information provided. Reported to (B)(6) by health professional.